Event description:
Event description boston scientific received information that during the implant procedure, capture was unable to be obtained from this lead and impedance measurements were greater than 2500 ohms.